Event description:
Material# 305901, batch# 2362163. It was reported that the bd safety-lok needle pulled out of the hub. The following information was provided by the initial reporter: "needle disconnected from hub". Verbatim: rcc received a complaint via phone. Pir attached. Bd safety glide needle . Ref: 305901. Lot/batch: 2362163. Doe: (B)(6) 2024. Occurrences: one needle. Issue: needle disconnected from hub, nurse administered vaccine to baby and went to safety needle and noticed needle was no longer on hub and was left in patients leg. Nurse removed needle and disposed of sharp but clinic did take pictures to send for investigation review.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported the needle disconnected from the hub. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a packaging blister top web. The second photo shows a needle assembly with no packaging blister or plastic shield. The safety mechanism has been activated and the needle is out of the needle hub. No other information could be obtained from the photo. A device history record review was completed for provided material number 305901, lot 2362163. All visual inspections were preformed per requirement, and there were no quality notifications related to the reported defect. Batch 2362163 was inspected, accepted based on meeting our inspection control plan and was subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this final batch. There was no documentation for this type of defect during the entire production run of these batches. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information.